Event description:
It was reported that, "patient complained of hip pain. Upon examination and x-ray, poly wear was determined. Patient was taken in for revision. Liner was taken out and had eccentric wear."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.